Manufacturer narrative:
Based on info received from the maude report and the pt, a bard composix kugel mesh was used to repair an umbilical hernia in 2001. In 2006, the pt underwent a laparoscopic colon resection. There was no reference to a device failure during or immediately following this procedure. Sometime in the (B)(6) of 2010, the pt reported his umbilicus was draining pus. The pt reports that antibiotics were prescribed over a course of three to four months, but did not resolve the infection. The pt reported that the composix kugel mesh was explanted and replaced with another MFR's mesh in (B)(6) 2010. Currently it is unk if the mesh may have contributed to the alleged infection that developed nine years post implant. No medical records have been provided for eval, no lot number has been provided to perform a specific mfg review and no sample has been returned. The pt was reportedly treated for infection, which is listed as a possible adverse reaction in the instructions for use. The IFU states that if an infection develops, to treat it aggressively. We have contacted the pt to request add'l info and availability of a sample for eval. This MDR includes all info received by davol to date.

Event description:
Per maude report and pt: in (B)(6) 2001 - the pt underwent umbilical hernia repair with a bard mesh. In 2006 - the pt reported having another abdominal surgery for a laparoscopic colon resection. In 2010 - in (B)(6) 2010 the pt reported his umbilicus began draining "pus." According to the pt, antibiotics were prescribed for 3 - 4 months, which did not resolve infection. In (B)(6) 2010 - the pt underwent an open explant of the bard mesh and hernia repair with another MFR's mesh.